Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race: unk. Implant date: unk. Explant date: unk. PMA/510(k): this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm513.2, -9.00 diopter, implantable collamer lens was implanted and low vault was observed. The lens was explanted more than 1 year ago. If additional information is received a supplemental medwatch report will be submitted.